Event description:
Patient presented to the physician with ongoing severe ear pain and pain at the implant site triggered by movement. Physician brought the patient into the operating room, explanted the ipg, removed a portion of the stimulation lead, and closed.